Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ non-sterile bulk pack 5ml slip tip syringes there was an issue with scale marking error. There was no report of injury or medical intervention.

Manufacturer narrative:
Additional information: date of event: (B)(6) 2018. Investigation summary: ten loose 5ml assembled syringes were received and reported to be from batch #8071626 (B)(4). The samples were visually evaluated. The syringes were found to have minor contact ink smears near the 1ml graduation. The contact smears observed are cosmetic and acceptable per product specification as they do not affect product¿s fit, form or function. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: root cause not defined since defects were not confirmed in samples received.

Event description:
It was reported with the use of the bd¿ non-sterile bulk pack 5ml slip tip syringes there was an issue with scale marking error. There was no report of injury or medical intervention.